Event description:
It was reported that catheter twist and patient complications occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the mildly tortuous and a non-calcified superior mesenteric artery (sma) and the abdominal aorta. The patient had a thoracic covered stent graft to mid aorta. A diagnostic angiogram was performed and a victory 18 wire and opticross 18 (oc18) imaging catheter introduced. The catheter was difficult to see under fluoroscopy, so the motor drive unit was turned on to allow for imaging and it was immediately noted that there was a wire wrap proximally into the radial artery. Upon removal, the catheter was found to be twisted and mangled. Another oc18 catheter was advanced using a 10cm sheath, and it was noted on fluoroscopy that the catheter was bunching into the ascending aorta after hitting the stent graft. The device was removed, and the procedure completed with another of same device using a longer sheath to pass the difficult area and eliminate catheter buckling. Post procedure, the patient complained of chest pain and was sent to the hospital for evaluation. Cardiac tamponade was noted, and the pericardial effusion was drained. The patient was stable and recovering in the hospital. The physician presumed that the first oc18 had prolapsed into the ascending aorta causing a perforation of the right atrium.

Manufacturer narrative:
B6 relevant tests/laboratory data: corrected.

Event description:
It was reported that catheter twist and patient complications occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the mildly tortuous and a non-calcified superior mesenteric artery (sma) and the abdominal aorta. The patient had a thoracic covered stent graft to mid aorta. A diagnostic angiogram was performed and a victory 18 wire and opticross 18 (oc18) imaging catheter introduced. The catheter was difficult to see under fluoroscopy, so the motor drive unit was turned on to allow for imaging and it was immediately noted that there was a wire wrap proximally into the radial artery. Upon removal, the catheter was found to be twisted and mangled. Another oc18 catheter was advanced using a 10cm sheath, and it was noted on fluoroscopy that the catheter was bunching into the ascending aorta after hitting the stent graft. The device was removed, and the procedure completed with another of same device using a longer sheath to pass the difficult area and eliminate catheter bucking. Post procedure, the patient complained of chest pain and was sent to the hospital for evaluation. Cardiac tamponade was noted, and the pericardial effusion was drained. The patient was stable and recovering in the hospital. The physician presumed that the first oc18 had prolapsed into the ascending aorta causing a perforation of the right atrium.